Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient first started experiencing the unknown loss of therapy approximately (B)(6) 2017. The date (B)(6) 2017 is considered an approximated date of event (month and year known only). The patient had experienced intermittent episodes of sudden loss of therapy with withdrawal symptoms. The patient experienced opioid withdrawal. Initially the patient had been supplied with a personal therapy manager (ptm) and giving himself a bolus resolved the episodes. However, after approximately one month, this strategy also failed him and the pump was then replaced. This solved the problem and his therapy had been stable since implanting a new pump. The patient¿s weight at the time of the event was provided and their height was indicated as having been (B)(6).

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - result code 3233 is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 10 mg/ml at a dose rate of 5.251 mg/day.

Event description:
Information was received from a company representative (rep) via the return paperwork for the pump regarding a patient receiving intrathecal morphine, clonidine and bupivacaine (concentrations and doses not provided) via an implanted pump for non-malignant pain and failed back surgery syndrome. The pump was replaced on (B)(6) 2017 and the reason for the device removal was noted as an unknown loss of therapy. There was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.